Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose level was 229 mg/dl at the time of the call. Customer states that pump vibrate but there is no audio. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No audio or vibrate anomaly noted. Device received with cracked belt clip slot.